Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device had normal operating currents. No damage found on the connector and or lcd isolation tape noted. No unexpected failed battery test and or bad battery alarm noted. The device had minor scratched lcd window, broken battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the screen on the customer's insulin pump went black. The customer stated there were missing pieces on the battery compartment and did not recall how the damage may have occurred. It was stated the customer replaced the battery and the insulin pump began to work again. It was advised to discontinue use and revert to a back-up plan. His blood glucose was 101 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.